Event description:
On (B)(6) 2019, the user contacted dario to report high blood glucose readings. He indicated that prior to contacting dario, he had a bg reading that indicated he should inject himself with insulin. After he did, his bg level dropped below the desired range and he had experienced a hypoglycemic event. The user reported that from that point onwards he compared his bg readings with another non-dario meter, where he noticed a 25%-30% difference. While on the call with dario's representative, the user reported that when using the dario meter he is getting a bg level reading of around 130 mg/dl, however, while at the doctor's office and when using another non dario meter he is getting a bg level reading of around 90 mg/dl. The user also reported that while testing with control solution both level 1 and level 2 tests were reading within range. Since the user did not have his dario meter and strips with him while on the call with dario's representative, it was decided that they will talk the next day and will continue troubleshooting in order to investigate the cause of the event. Multiple attempts to follow up with the customer were made, however, no response has been received to date. No resolution is available.